Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 6 days ((B)(6) 2024 per timestamp). On (B)(6) 2024 at 10:18:46, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarm did not resolve within the log file. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Information provided by the account stated that self-tests were attempted several times, and it did not clear the alarm. It was stated exchanging the system controller resolved the alarm. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action/preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to the load test not passing. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 instructions for use section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery alarm. Self-test was attempted several times, and it did not clear the alarm. The system controller was changed, and the alarm resolved. Log files were submitted for review. The log file confirmed the reported backup battery faults. The backup battery appeared to not pass the load test. The pump appeared to have been operating within normal parameters. The system controller exchange resolved the issue. The patient had no adverse consequences as a result of the system controller exchange and they were alive and well at home.